Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) noted that the proximal end of the left cylinder had migrated into the scrotum following device use. The patient also reported dissatisfaction with the quality of the erection. During surgical evaluation, the outer layer of the cylinder was found to be broken. The device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The spherical reservoir was visually inspected and leak tested. Visual inspection identified wear at a fold in the reservoir shell and a tool mark with a hole in the kink resistant tubing consistent with sharp instrument damage. Initial leakage testing identified fluid loss from the damaged kink resistant tubing; after trimming the damaged section, the spherical reservoir was leak tested again and passed without further evidence of fluid loss. The first cylinder was visually inspected and leak tested. Visual inspection revealed that the outer tube was detached and exhibited frayed fabric thread consistent with wear in the proximal region, with additional wear observed at a fold in the middle region. Leakage testing confirmed fluid loss within the frayed fabric thread in the proximal region of the first cylinder. The second cylinder was visually inspected and leak tested. Wear was observed at fold locations in the middle and proximal regions; however, leakage testing was successfully completed without evidence of fluid loss. The two rear tip extenders were visually inspected and no damage or abnormalities were identified. The pump was visually inspected, leak tested, and functionally tested, and no damage or abnormalities were identified during testing. Based on the available test results and investigation, product analysis was able to confirm the reported cylinder hole/perforation and fluid leak, which are most likely attributed to wear of the first cylinder outer tube that led to inner tube fluid loss. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of hole/perforate, migration and fluid leak were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) noted that the proximal end of the left cylinder had migrated into the scrotum following device use. The patient also reported dissatisfaction with the quality of the erection. During surgical evaluation, the outer layer of the cylinder was found to be broken. The device was removed and replaced. There were no further patient complications reported.